Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving prialt at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that on (B)(6) 2016, the patient had a catheter replacement. On that day, the patient's intrathecal dose was decreased due to the replacement. On (B)(6) 2016, the patient had the intrathecal dose increased and on (B)(6) 2016 the patient had acute psychosis. On (B)(6) 2016, the patient was hospitalized and the dose was decreased. "Today", the patient was still having psychosis and they were planning to program the pump to minimum rate mode.

Event description:
Additional information was received from a consumer. The reporter stated not to ever use prialt because the patient's memory was "screwed up/psychosis/overdose" due to the prialt. The psychosis/overdose began on (B)(6) 2016 where the patient did not feel quite right. The patient missed the first appointment to have his stitches removed because the dose was too high; the patient was told by his neighbors that he was a "big drunk throwing everything around in his yard," but the patient believed it was from the prialt. On (B)(6) 2016, when the patient's stitches were to be removed, the patient's symptoms magnified. Something was wrong with the prialt, so they either slowed it down or sped it up, and then the patient ended up in a detox facility where the "time bomb" went off. It was reported that the change in symptoms was considered sudden. The reporter stated that the prialt was 25mcg/ml at maybe 19mcg/day post-surgery, but the reporter did not know for certain as he could not find it on the patient's medical chart. It was noted that the doctor wanted to wait thirty days before doing anything with the drug or pump, and the pump was programmed to minimum rate. The patient was questioning the doctor's orders and inquired about stopping the pump and using preservative-free normal saline. It was noted that the reporter stated that he was not a good historian, so the reported events may not be correct.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.